Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level of 450 mg/dl. Customer does not know how to tell if the insulin pump was working. Customer has changed the entire set, reservoir, and insulin. Customer has treated manually with a syringe. Customer also had an auto off alarm. Customer dose not want to troubleshoot for the high blood glucose level or alarm. Customer will monitor the issue. No additional information provided.